Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) green wire on the output connector assembly was damaged. It was also indicated that the display wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.